Event description:
Per the clinic, the device was explanted due to infection and skin flap necrosis. The device was explanted (B)(6) 2012. There are plans to reimplant the patient with another device, but this has not happened as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct model number is ci422; and not ci512 as previously reported. This report is filed (B)(4) 2012.